Event description:
The facility reported an infusion pump that started to alarm and beep. The batteries were replaced 2 times and then a battery failure occurred and the pump shutdown. It is unk when the event occurred. According to the hospital rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available. The uim master software is unremediated (B) (4).

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time.